Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a critical pump error. They were taking a nap when the alarm occurred. The customer¿s blood glucose level was unknown. Troubleshooting was performed. There was a red x and an arrow pointing to an open book on the display. They received a critical pump error image on the display. They had no other alarms. The device will be replaced and returned for analysis.